Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan alleging that their onetouch ultra meter would not power on. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 1:40pm on (B)(6). The patient does not currently take any medication to manage their diabetes. The patient denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported developing a symptom of ¿shaky¿ twenty minutes later. The patient denied receiving any treatment for this symptom. The alleged issue was resolved with training. This complaint is being reported because the patient may have suffered a serious injury related to hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.